Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call having an allergic reaction to the enlite sensor. The customer¿s blood glucose level was unknown at the time of the incident. The customer states insertion area had swelling and itchiness. The customer states does not want to be contact for the issue. No further details are provided.